Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that an el5ml device was returned partially cycled with a clip in the jaws. In an attempt to perform functional testing, the cycle was completed and one conforming clips was formed and released from the jaws. In the next actuations of the trigger, eight conforming clips were fed and formed; during the analysis, no difficulties were noted when the instrument was fired. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was defective, malformed clips. There was difficulty in deploying the clip. There were no patient consequences. Case completed with another device of the same product code.